Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress and wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: switch 1 had a cut, suction cylinder was deformed, lock engagement lever had a scratch, due to damage on ultrasonic cable, displayed ultrasound image was defective with missing elements, due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements, due to a chip of acoustic lens, displayed ultrasound image was defective, acoustic lens was damaged, adhesive on bending section cover was detached, connecting tube had coating peeling, due to wear of angle wire, bending angle in down direction did meet the standard value, ultrasonic probe was loose, and universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the directional control wheels are broken on the evis exera ii ultrasound gastrovideoscope. During the device evaluation, the following reportable malfunction was found: a gap of the adhesive on the distal end, a stain entered inside the lens through the gap and found a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.